Event description:
Beckman coulter (bci) employee reported that possible low results could be generated due to no sample aspiration in secondary mode after cassette label failure error occurs on coulter lh 750 instrument. Bci employee while working in house on a different application discovered the following: when a cassette label fails to read on the lh750 instrument, a "label not read, run stopped" error is generated. If the cassette "label not read" error occurs on the first tube after the <start> key is pressed and a blood is cycled in manual (secondary) mode immediately after the error, the sample is not aspirated. The manual (secondary) mode appears to cycle as expected, but since there is no aspiration, no sample enters the baths and not credible, very low results are generated (background counts). The manual (secondary) mode will continue to do this until another sample is analyzed in a primary mode, or a reset is performed on the lh750 analyzer. There was no change to pt treatment as a result of this event.